Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. Visual examination of the returned device noted the enamel coating of the electrode blade came loose. The most probable root cause can be attributed to handling technique during use, the electrode blade may have been flexed or bent excessively resulting in the enamel coating coming loose. A review of the lot history record (lhr) for this lot number found that the device met assembly and product specifications, no anomalies were found during manufacturing.

Event description:
It was reported that during a total hip procedure, the enamel coating toward the middle of the electrode blade was lifting off; the procedure was completed without any impact to the pt.